Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that there were high impedances on the spinal cord stimulator (scs) leads. The patient underwent a scs system replacement procedure. The patient was doing well postoperatively. The explanted devices were disposed and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5136124. UDI: (B)(4) product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 351030. UDI: (B)(4).